Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No anomalies found: full lead analyzed h3 other text : 4945814it was reported the lead was replaced due to high thresholds. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated high threshold.

Event description:
It was reported the lead was replaced due to high thresholds. No patient complications were reported as a result of this event.